Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. (B)(4). Summary of investigational findings: the reported allegations have been investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter or filter fragment migration and (or) embolization (e.g., movement to the heart or lungs) has been reported. Filter or filter fragment movement has occurred in both the cranial and caudal direction and may be either symptomatic or asymptomatic. Potential causes may include filter placement in ivcs with diameters smaller or larger than those specified in these instructions for use; improper deployment; deployment into thrombus; dislodgement due to large thrombus burdens; and (or) excessive force or manipulations near an in situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: filter migration, trauma to adjacent structures. Filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. A filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. New pe as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: pulmonary embolism. Unknown if the reported pain post implant and lifetime anticoagulation are directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: it is alleged that "[pt] received a cook celect filter on (B)(6) 2010. Alleged perforation, migration, fracture and embedment." Patient allegedly received an implant on (B)(6) 2010 via left common femoral vein due to deep vein thrombosis. Patient is alleging perforation, migration, fracture, embedment, pain, lifetime anticoagulant therapy and pulmonary embolism. Per a CT (computed tomography) scan of the chest, abdomen and pelvis dated (B)(6) 2017, ¿filter legs extend beyond the margin of the ivc to contact the 1st portion of the duodenum and right hepatic lobe." "Fractured ivc filter. A fractured filter leg appears within the right ventricle. Additional filter leg appears incorporated into an osteophyte arising from the t13 vertebral body. Consider interventional radiology consultation.¿ per lumbar spine and thoracic spine x-rays dated (B)(6) 2017, ¿no acute thoracic or lumbar spine fracture. Fractured ivc filter as above. Cannot exclude fractured filter fragment in the heart.¿ per an ir superior caval venogram dated (B)(6) 2017, ¿there appear to be two fractured legs/struts present. One of these fragments is posterior and inferior to the filter, overlying what is felt to be t12. On the comparison CT, this fragment appears to have been completely incorporated into a bony osteophyte suggesting that at least this fractured fragment occurred probably quite some time ago. The fragment in the heart is within the right ventricle, and is within the base of the right ventricle. It measures 2.2cm in size. The fragment appears to be embedded or at least tightly trapped within the heart muscle as it does not move around during the cardiac cycle with paradoxical motion. Instead it moves exactly along with the myocardium exactly.¿ per an x-ray of the chest dated (B)(6) 2017, ¿linear foreign body projected along the inferior margin of the heart as described. I would wonder about a fragment of ivc filter. There is an ivc filter in the intrahepatic ivc.¿ extraction of metal fragment from right ventricle operative report dated (B)(6) 2017, ¿at that time the right ventral could be inspected inside and the segment of wire was found tangled among the chordae tendon near the tricuspid valve and within the trabeculae in the right ventricle. This was extracted without difficulty.¿ per an ivc filter retrieval operative report dated (B)(6) 2017, ¿the filter was retracted and the sheath then removed. A postprocedure image showed that the filter was removed in its entirety. The fragment that was at the level of the vertebral body was incorporated into an osteophyte, and this was not in contact with the filter and, therefore, was not removed.¿ patient outcome: alleged "pain post implant, lifetime anticoagulation and pe."